Event description:
The customer reported display segments missing on the numeric display. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection found no external damage or defects. The unit powered on and off using battery power and was able to obtain measurements with all the enabled parameters. The display is stable and all the led segments light up upon start up. Internal inspection found contamination damage on multiple transistor chips of the system circuit board. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported display segments missing on the numeric display. No patient impact or consequences were reported.